Event description:
Customer reported that she called the paramedics and was hospitalized due to high blood glucose. The blood glucose reading was 464 mg/dl at the time the paramedics arrived. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.